Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the reported symptom, which was unable to be reproduced. Eval confirmed the reported symptom of system error 105 through the history log. Eval found the motor to be seizing which is a known contributor to the reported symptom of system error 105. As a result, the motor assembly has been replaced.

Event description:
It was reported that a spectrum pump alarmed for a system error 105. There was no pt involvement, injury or medical intervention. No further info was provided by the customer.